Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a dislodged magnet subsequent to sustaining a head trauma. Surgery to reposition the magnet was completed on (B)(6) 2015. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. It is unknown if there are plans to reimplant the patient with a new device. Device not received by manufacturer.

Manufacturer narrative:
Per the clinic, the device was explanted (date not reported) as a result of the patient developing an infection. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report, (B)(4) 2015. Device not received by manufacturer.

Manufacturer narrative:
This report filed february 8th, 2016.